Event description:
It was reported that during an unknown procedure, the error 4 occurred and handpiece became hot. Another handpiece was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for evaluation.